Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump replaced due to a crack in the pump connecting tube. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump replaced due to a crack in the pump connecting tube. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The ams 700 momentary squeeze (ms) pump was visually inspected, leak tested, examined using the microscope, and functionally tested. No leak was found. The tubing was identified to be cut down to the pump strain relief junction. The tubing was not returned for analysis. The ms pump was functionally tested and did not pass the inflation test (1) and activation test (2 and 3). The analysis identified pump deflation issues that could cause a device malfunction. Product analysis was able to confirm the reported of mechanical issue, however, was unable to the confirm the reported hole/perforation allegation.